Event description:
Attorney reported: 2003 - the patient underwent surgery to repair an incisional hernia with implant of a ck mesh patch. The ring broke, causing persistent draining sinus with infection. Six months later- the mesh was explanted. The following year, the patient required additional excision of "multiple suture granulomas" which are alleged to be pieces of the broken recoil ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.